Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, arm1 has a recoverable error 1162 that was persisting. Technical support engineer (tse) walked the caller through a hard power cycle on the patient cart and reseated the sterile adapter for cannula with no change. Customer elected to disable arm1 and proceed as a 3 arm procedure. The procedure was completing as planned with no reported injury.